Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. The patient received a shock, and the physician was unable to interrogate the device. Technical services (ts) was consulted and believes the device battery has depleted since it has been in service for 10 years. The device remains in service. No adverse patient effects were reported.